Manufacturer narrative:
Updated information: b2 selected death, b5 clinical narrative updated, d1 brand name changed, h1 changed to death, h6 impact code removed f12 added f02.

Event description:
Updated clinical narrative: an impella cp device was inserted into the right femoral artery in a 62-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the urine was noted to be red colored and worsening. The p-level was decreased from 9 to 7 and 250mls of a normal saline bolus was given. An echocardiogram was done and the impella measured at 4.1cm. Later in the day, the physician called and said that the lactate dehydrogenase (ldh) level was 2701 and he wanted to reposition the impella. Two days after impella insertion, the family withdrew care, and the patient expired on support. The impella functioned at p-7 at 3.1l/min with no issues. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in acute myocardial infarction and cardiogenic shock.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Event description:
An impella cp device was inserted into the right femoral artery in a 62-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the urine was noted to be red colored and worsening. The p-level was decreased from 9 to 7 and 250mls of a normal saline bolus was given. An echocardiogram was done and the impella measured at 4.1cm. Later in the day, the physician called and said that the lactate dehydrogenase (ldh) level was 2701 and he wanted to reposition the impella. The post-procedure outcome is unknown. The impella functioned at p-7 at 3.1l/min with no issues. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
D6b: updated explant date